Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported that the pt would have her vns generator replaced and possibly a lead revision. An implant card was later received indicating that the generator had been replaced due to battery depletion and the lead replaced due to a lead discontinuity. F/u with the surgeon's office found that the neurologist had previously reported to them that the pt's vns indicated high impedance but wanted to replace the generator before opting to replace the lead. The pt had been experiencing an increase in seizures and upon interrogation by the neurologist, the vns indicated high impedance. When high impedance was still found with a new generator, the surgeon replaced the lead. No lead fractures were seen during replacement. No specific falls or events were noted however, the physician noted that the pt often will thrash her neck about and the repeated stretching of the lead is believed to have resulted in the high impedance. X-rays were taken that showed no anomalies however, the images will not be forwarded to the MFR for review. F/u with the neurologist's office confirmed that the pt was having a significant increase in seizures however, the relationship of the increased seizure frequency to pre-vns baseline levels is unk. The explanted products will likely not be returned as the per the site's policy.